Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. The reporter stated that the cap had stripped threads. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission: 12/05/2016 device evaluation: the device has been returned and evaluated by product analysis on 11/10/2016 with the following findings: reboots were observed in the black box download. Threads inside battery compartment are stripped. Battery cap unable to maintain an electrical connection, power loss and reboots duplicated. Reboots were also duplicated with a test cap. Pump case is cracked near the top right corner of display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.